Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue. Based on the information provided, software seemed to be working as designed. They were unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: products: 973 5737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the surgeon was unable to register using 5 fiducials. It never got past initialization during touch. Surgeon attempted numerous times but was unable to complete registration. They ended up using the stealth but got a high error metric and registration was inaccurate. It was clarified that the surgeon attempted trace as well, but the trace pattern flipped to the back of the head. They aborted the navigation and had a delay little less than an hour. There was no reported impact on patient outcome.